Event description:
Terumo received the following reported information: following a pci, the angio-seal was attempted for use. When the physician attempted to deploy the angio-seal it did not have the bio-resorbable anchor or the suture. Hemostasis was achieved via manual pressure. The patient was doing well, and blood loss was less than 250cc.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lead lab technician the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.